Manufacturer narrative:
Unless further information is obtained, this issue is considered closed. All pertinent information available to abbott diabetes care has been submitted. The device manufacturer date for the reported meter serial number is unknown.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and the reported meter serial number (B)(4) was deemed invalid. Since the meter serial number was deemed invalid, extended investigation has been performed on following similar valid serial number found during the extended investigation. (B)(4). Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The useful life of a freestyle freedom lite meter is 5 years. As the manufacturing year of meters (B)(4) (expiration 2010) and (B)(4) (expiration 2011), is before 2012, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. An extended investigation has been conducted for meter serial number (B)(4), which involved a manufacturing review (including 5 years of device history records (dhrs), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.